Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay on a cobas 8000 c702 module. The initial result was 121 umol/l. The initial result did not match the patient's clinical diagnosis, prompting the repeat of the sample multiple times. The repeat results ranged from 44 umol/l to 48 umol/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.